Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to low blood glucose on unknown date with blood glucose of 2.1 mmol/l. The customer also stated that the emergency medical service was dispatched as a result of low blood glucose. Customer had a symptoms like shaking and loss of hunger. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that they were using the auto mode feature. The customer was treated with glucose tablets. The insulin pump will not be returned for analysis.